Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 300-400 mg/dl.